Event description:
A customer reported a cartridge change error with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to inspect and clean parts of the pump, but the error persisted despite trying a second cartridge. Consequently, technical support decided to replace the pump, and the customer opted to use multiple daily injections (mdi) as a backup therapy. The customer was also guided on how to return the faulty pump and acknowledged the instructions.